Manufacturer narrative:
Insulin ump passed displacement test and self test. Pump error 53 alarm found in the pump history. Unable to determine the root cause, problem isolated to the pcb2.

Event description:
The customer reported via phone that the insulin pump had received software error. Customer's blood glucose value was 184 mg/dl. The customer states that they were able to clear alarm. Customer was able to complete insulin pump rewind. The customer reported that fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will be returned for analysis.